Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient reported to the clinic for their one month follow-up and stated that they didn¿t¿ feel coverage was the same. The physician performed an x-ray which showed lead migration from cervical to thoracic. The patient was scheduled for a revision on (B)(6). It was unknown what the cause of the issue was or if the issue was resolved. The patient stated he didn¿t know when this event happened but reported no falls or accidents. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.